Manufacturer narrative:
Investigation: the complaint was investigated for acunav image issue for ablation cases. The returned catheter was inspected. During the investigation it was found that the cause of this issue was acoustic array de-lamination due to user mishandling. In this case, the user is advised to use extra caution when handling the imaging area of the catheter. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. After the catheter was inserted into the patient, the physician was using the catheter as a guide to perform the procedure. The imaging was reported to be good but then the image deteriorated when the ablation procedure started. The physician continued and completed the procedure without rebooting the ultrasound system and without replacing the catheter. There was delay of 5-10 minutes while the connection between the ultrasound system and the catheter was checked. There was no loss of data and there was no patient adverse event reported. No additional information was provided.